Manufacturer narrative:
The mmsi final tightener ¿ x25 driver [product code: 2797-12-600] & the unknown spinal instrument were not returned to the customer quality unit (cqu) for evaluation. A review of the DHR could not be performed as no lot numbers were provided. Since these parts were not returned, no lot numbers could be taken directly from the samples. Without the lot numbers, no review of their manufacturing records could be completed. Without the device we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Name of the procedure: unknown. There must be 2 tightners (279712800 - x25 final tightner) in each set. Only one was sent and it was severely damaged. The end was completely worn and could not engage the innie cap. Resulting a delay of over 1 hour. No adverse event to the patient. Patient outcome post surgery is good.